Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert (alert 07) was noted in the pump history. There was no adverse impact on the customer¿s blood glucose level. The customer tried various troubleshooting steps, like using different wall adapters and charging cables, but without success. Consequently, tandem technical support decided to replace the pump. They confirmed the shipping address, and the customer agreed to let the pump's battery deplete fully before returning it with the pre-paid label. The customer was informed of the necessary steps upon receiving the replacement pump and acknowledged the instructions.